Manufacturer narrative:
Product not received, lot# unavailable. Investigation based on feedback from distributor.

Event description:
A male patient had received an artelon implant in 2009. The patient was in severe pain post-operatively, despite use of a marcane block, so he stayed in the hospital overnight. He developed erythema and cellulitis over the wound and that went up his arm within 48 hours of the surgery so the implant was removed 2 days later. Culture of soft tissue and piece of artelon had not infectious cells but pathologist said antibiotics might have suppressed strep enough to not have it show on tests.